Event description:
During the index procedure, two in.pact admiral paclitaxel-eluting pta balloons and one pacific plus balloon were used to treat a lesion in the left sfa-popliteal. One in.pact admiral paclitaxel-eluting pta balloon was used to treat the left sfa to popliteal approximately 9 months post index procedure, approximately 17.5 months later, the patient suffered stenosis of the pop 1 and occlusion of the pop 2 <(>&<)> 3 which was treated with unknown brand pta, deb, aspiration thrombectomy <(>&<)> stenting approximately 4 weeks later. The event was assessed as not related to the device, procedure or drug. The event was resolved.

Event description:
The patient was treated with one pacific plus balloon and non mdt devices during the revascularization. Event is reported as resolved.

Manufacturer narrative:
Cec have adjudicated that the previously reported stenosis event 17.5 months post index procedure as related to the study device but not related to the study procedure or paclitaxel.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (occlusion, stenosis) evaluation, conclusions: inherent risk of procedure ¿ (occlusion, stenosis). (B)(4).